Manufacturer narrative:
As no serial numbers were provided for the scope olympus was unable to determine if the scope was returned for evaluation or complete a device history record review. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined. Farias, g., de moura, d., de moura, e.t.h., de rezende, d., hathorn, k., nasi, a. . . . De moura, e.g.h. (2020) peroral endoscopic myotomy (poem): a comparative study between chagasic and idiopathic achalasia. Endoscopy international open, 08, e506¿e512. Doi https://doi.org/10.1055/a-1035-9288.

Event description:
Olympus medical systems corporation (omsc) received a journal article titled "peroral endoscopic myotomy (poem): a comparative study between chagasic and idiopathic achalasia." The aim of the study was to compare the efficacy and safety of poem in patients with chagasic achalasia compared to idiopathic achalasia. The study concluded that poem is an effective and safe treatment for patients with achalasia and there was no difference in poem outcomes for those patients with chagasic or idiopathic achalasia. The study identified 10 adverse events that occurred in patients. This report is for a patient with an esophageal mucosal injury which was successfully treated with a hemoclip placement. This complaint will capture #10 of 10 adverse events.

Event description:
The article reported the following adverse events from each type of procedures and they are as follows: in the chagasic group there were total of six adverse events; three are gastric mucosal injury and two were esophageal mucosal injury; and one patient was reported to have experienced a pulmonary thromboembolism. In the idiopathic group there were four adverse events reported; there were two patients that experienced a gastric mucosal injury and two patients that experienced an esophageal mucosal injury.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report and more information about the reported adverse events from the literature. The legal manufacturer further reviewed the literature and since there were no reported defects or malfunction on the olympus¿ devices and alleged that the cause of the reported adverse events was not due to product defects, but cannot conclusively determined the cause of the patients¿ outcome. Olympus followed up with the authoring physician in an attempt to obtain additional information, and if additional information becomes available at a later time, this report will be updated accordingly. Cross-referenced the following related reports: 8010047 - 2020 ¿ 02727, 8010047 - 2020 ¿ 02726, 8010047 - 2020 ¿ 02728, 8010047 - 2020 ¿ 02729, 8010047 - 2020 ¿ 02730, 8010047 - 2020 ¿ 02731, 8010047 - 2020 ¿ 02732, 8010047 - 2020 ¿ 02733, 8010047 - 2020 ¿ 02734.

Manufacturer narrative:
This report is updated to add the concomitant device, d11 and correct report source in g3 from study to literature.